Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the expiration and manufacture date for the composix ex. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical record have been provided. The information provided alleges the patient experienced hernia recurrence, recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this supplemental emdr is being sent to correct the expiration and manufacture date for the composix ex. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated. Addendum #2: based on the additional information received, no conclusions can be made. About 7 months post implant, patient had abdominal pain and underwent drainage of seroma. About 2 months later, patient was diagnosed with hernia recurrence, seroma, adhesions and underwent removal of mesh. The instructions-for-use supplied with the device lists seroma and adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) /2014 - the patient underwent surgery for repair of an incisional hernia, a composix ex mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair recurrent hernia after the composix ex allegedly failed, and to remove the composix ex and resection the small bowel. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with incarcerated incisional hernia and underwent open repair with implant of composix e/x. Per operative notes "the hernia sac was resected. A bard composix e/x mesh (device #1) was chosen and soaked in saline. We placed the mesh at the level of the abdominal wall and held in position". 29-sep-2014 - patient underwent ultrasound guided aspiration of the fluid collection (seroma/hematoma). 31-oct-2014 - patient had abdominal pain and seroma which was drained multiple time. On (B)(6) 2015 - patient was diagnosed with recurrent incarcerated incisional hernia, underwent open repair with lysis of adhesions and small bowel resection. Per operative notes "composix e/x mesh (device #1) was not well incorporated on the edges and two separate area of ileum that were densely adherent to the mesh which was dissected. There was a large seroma cavity on top of the mesh and large hernia cavity on the right side. After completely exposing the edges of the mesh, these all cut out of the abdominal wall. A biological xenmatrix mesh (device #2) was selected and then a piece of seprafilm was placed underneath the mesh and then sutured." Attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, hernia recurrence, seroma, infection, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical record have been provided. The information provided alleges the patient experienced hernia recurrence, recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer,

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia, a composix ex mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair recurrent hernia after the composix ex allegedly failed, and to remove the composix ex and resection the small bowel. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.